Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2201, f2203, f2303. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: azzouz, s., lanoue, d., champagne, k. Et al. Delayed hypersensitivity reaction to cosmetic filler following two covid-19 vaccinations and infection. Allergy asthma clin immunol 19, 31 (2023). Https://doi.org/10.1186/s13223-023-00788-1 the event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through the article, "delayed hypersensitivity reaction to cosmetic filler following two covid-19 vaccinations and infection," it was reported that a patient developed large erythematous pustule in left cheek 1 day after they were injected with unspecified juvederm and 3 weeks after covid-19 vaccine. Patient was treated with multiple courses of antibiotics (cefadroxil, cephalexin and doxycycline). 4 months after first dosage of vaccine, patient received a booster. Within 24 h, patient developed profound malaise and facial edema, unresponsive to intravenous antibiotics or epinephrine. In the following weeks, new nodules and indurations erupted on cheeks and chin, at the sites of previous ha injection. The differential diagnosis of delayed onset nodules is broad and includes redistribution of fillers, inflammatory reaction to biofilm, and delayed hypersensitivity reaction to the filler or autoimmune syndrome induced by adjuvant (asia). A biopsy performed noting specific perivascular polymorphous infiltrate with dermal fibrodysplasia. Extensive laboratory workup was benign. Delayed hypersensitivity reaction to dermal fillers was confirmed by positive delayed read intradermal testing. Covid-19 vaccination was thought to have triggered the reaction. Patient was treated with oral prednisone but unable to tolerate as it caused psychomotor side effects. Patient then was treated with local steroid injections and hyaluronidase injections. Patient contracted covid-19 infection, deemed not device related, and developed multiple new subcutaneous nodules. Patient was treated with perindopril and colchicine. Patient was unable to tolerate ace inhibitor and did not show clinical improvement with colchicine. An autologous fat transplant also failed to improve patient appearance; patient remains disfigured. This is the same event and the same patient reported under MDR ID# (B)(6) (allergan complaint #pr (B)(4)), MDR ID# (B)(6) (allergan complaint #(B)(4)), MDR ID# (B)(6) (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, unspecified ha filler.